Event description:
It was reported by an area sales manager for the customer, that a nerve monitoring system was used and the patient now has facial paralysis. After the event occurred, the unit was tested with the nerve monitoring stimulator and he saw no problem with the system. No additional information is available.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. The date of the reported event of this report is unknown. The notified date of (B)(6) 2012 is being used. Neither the device in question, applicable imaging films, nor medical records was returned to the manufacturer for evaluation. This product was being used for monitoring, not treatment. The report is inconclusive as to the cause of the reported adverse event. If the device is returned in the future, product analysis may be performed. The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute to serious injury if this e vent were to recur. (B)(4). Device description: the nerve monitoring systems monitor electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. If there is a change in nerve function, the nerve monitoring system may provide visual and audible warnings to alert you. This helps reduce the risk of nerve damage during various surgeries, including ent and general surgical procedures, improving safety and peace-of-mind for both surgeons and patients. The patient interface and cable provide the means for carrying electromyographic activity from the patient's innervated muscles to the console, an interface for carrying stimulation signals from the console to the stimulating probes/electrodes, and an interface to the console from the incrementing probe. The patient interface has four or eight color coded pairs of patient electrode jacks, a patient electrode ground jack, one stimulus return jack, two stimulus output jacks (configured to accept monopolar or bipolar stimulating probes), and one incrementing probe jack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.